Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD and battery were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the device was opened, and the inner assembly was inspected. The measurement of the battery voltage showed a depleted battery. Further inspection revealed a corroded battery terminal pin, which disrupted the electrical connection between the battery and the electronic module. This led to an early depletion of the battery and, in consequence, to inability of interrogating the ICD. Despite a thorough analysis, the root cause for the observed battery pin failure was not determinable. In conclusion, the clinical observation resulted from an early battery depletion due to a corroded battery terminal pin. The root cause could not be determined. Inspection of the manufacturing processes of the ICD and the battery revealed a normal device production. Biotronik will monitor closely if complaints received in the future point towards a common failure presentation. To date, this is the only known event worldwide. The occurrence rate for this device family is 0.00094 percent.

Event description:
During a follow up on (B)(6) 2024 the physician was unable to interrogate this ICD that was implanted in the abdomen. The device was explanted on (B)(6) 2024. Should additional information be received, this file will be updated.